Event description:
This unsolicited device case from the united states was received on 11/10/2014 from a physician. This case involved a patient (demographics not provided) who experienced suspected multi-system organ failure after grafted with epicel cultured epidermal autografts (epicel). The patient's past drugs, medical history, concomitant medications or concurrent conditions were not reported. On (B)(6) 2014, the patient was grafted with epicel cultured epidermal autografts, once ((dose, formulation, route, indication, expiration date: not reported and batch/lot number - ee01845). It was reported that the patient was grafted with 48 grafts. On (B)(6) 2014, the patient was grafted for a second time with 48 grafts of epical culture epidermal autografts. On an unknown date, the patient experienced suspected multi-system organ failure. On (B)(6) 2014, the patient expired after being grafted twice with epicel cultured epidermal autografts. It was reported that patient passed away due to suspected multi-system organ failure. Action take: unknown. Corrective treatment: unknown. Outcome: fatal. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4) and results were pending for the same.